Manufacturer narrative:
B5- the reporter indicated that a 12.6mm, vicm5_12.6, -7.50 diopter, implantable collamer lens, tore/broke during injection into the left eye (os) on (B)(6) 2021. The lens was removed and replaced intraoperatively. It was reported that there was no patient injury. Problem resolved. Cause of event was reported to be unknown and device. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. A lens work order search was performed. No similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -7.50 diopter, implantable collamer lens, tore/broke during injection into the left eye (os) on (B)(6) 2021. The lens was injected into the, removed and replaced within the same surgery and the problem resolved. It was reported that there was no patient injury. Cause of event was reported to be unknown and device. Problem resolved.